Event description:
Event description guidant received information that this patient had received inappropriate therapy due to a fracture of this transvenous defibrillation lead. The lead was explanted and will be returned for laboratory analysis. An additional guidant lead was successfully implanted.